Event description:
It was reported that the ventilator generated an alarm indicating high airway pressure. There was no patient harm reported. Manufacturer's ref. #:(B)(4).

Manufacturer narrative:
The ventilator generated an alarm for high airway pressure (paw high). Our field service engineer inspected the ventilator and decided to return the complete ventilator for further inspection. The ventilator was tested in our complaint investigation laboratory. It passed multiple pre-use checks (puc) and simulated ventilation was run for over 20 days without deviation. The ventilator passed a new puc at the end of the simulated ventilation. After a 2-week pause, the ventilator passed a puc and simulated ventilation was run again for five (5) days without deviation. The ventilator passed three (3) pucs at the end of this simulated ventilation. Since no device logs covering the date of the reported event were provided, we could not confirm the reported error, and our simulated use testing could not reproduce the reported error either. For some cases, the high airway pressure alarm is related to the patient circuit and obstruction leading to constant high pressure in the airway circuit; however, this cannot be confirmed for this complaint. No information concerning patient breathing circuit or filter was provided. Our conclusion is that there was no ventilator malfunction. The ventilator detected and generated alarms for the high-pressure situation. The root cause of the reported high airway pressure has not been determined. A correction of field # d1 brand name, # d4 version or model #. D1 brand name, previous brand name: servo-I. Corrected brand name: servo-I base unit. D4 version or model # - previous version or model #: servo-I. Corrected version or model #: 6487800.

Event description:
Manufacturer's ref #: (B)(4).